Event description:
Plaintiff was employed as a registered nurse who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges suffering the following symptoms: allergic rhinitis, hives, shortness of breath, wheezing, itchy and watery eyes, swelling of the lips and tongue, pulmonary asthma, anaphylaxis and urticaria. Plaintiff alleges developing a latex allgery.